Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00035. The date of that submission was 03/04/2025. B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device seemed to be leaking out of the y-site. Additional fluid was ordered for the patient.